Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Leaking was identified underneath the alinity m system. Lysis crystallization residue could be seen all over the system solution drawer, especially underneath the reservoirs. Leaking was not contained inside the instrument and could be seen on the floor and outside the footprint of the instrument. Customer and local engineer were wearing ppe (personal protective equipment) and no one has been in direct contact with the leaking solution. In addition, there was no injury associated with the leak. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Investigation into this complaint included an existing data review, a complaint history review, and a nonconformance/CAPA history review. The investigation is summarized as follows: the alinity m system, ln 08n53-02, sn (B)(6) , experienced leaking due to loose connections at the lysis cradle and lysis reservoir bottle fittings. Review of applicable labeling identified that labeling was sufficient to address this issue. A service history review did not find any prior service records related to leakage resulting from loose connections at a cradle or reservoir bottle on alinity m system, sn (B)(6) . Non-conformance/CAPA search found related records, including a CAPA investigation which determined that insufficient torqueing of vent-line tubing connections and loosening of idex fittings over time were a root cause of leakage outside of the instrument's footprint, and therefore, were confirmed as a product deficiency. A complaint history search found 23 related records, including the complaint ticket under review in this complaint investigation. Based on the results of the investigation, a product deficiency was identified for the alinity m system sn (B)(6) as the leaking due to loose connections at the lysis cradle and lysis reservoir bottle fittings with this complaint is within the previously established bracketing. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint therefore a summary from the CAPA has been included here. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action will be taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf) and if gaps are identified, the rmf will be revised to address these gaps. This action also allows for missing modes of control to be implemented as a result of gaps identified. Due june 13, 2020. Design-related corrective actions are being evaluated to improve fluidic fittings and connectors. Also, an action will be taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. These actions will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2020 and november 15, 2020, respectively.